Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the applied leakage current test failed. The failure occurred during service. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the applied leakage current test failed. The failure occurred during service. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. When moving around the hls cable the applied parts leakage current would go out of specification. There is no visible corrosion or outer damage. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life cycle engineering (lce) on (B)(6) 2022. The error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. Further, according to the risk analysis of the cardiohelp device following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. According to the instruction for use of the cardiohelp device (chapter 4.5 "connecting external devices (optional)") it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Moreover, in chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2015 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2015. Based on the results the reported failure "patient leakage test failed due to hls cable" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2022 and (B)(6) 2023). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).